Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following description of the incident: the hamilton-t1 ventilator device failed to ventilate an intubated adult patient. With the ventilator device set on synchronized intermittent mandatory ventilation (simv) modus, the patient was found hypoxic during ventilation, desaturated to 78% and went into respiratory arrest three times. The patient was off and on ventilated with a manual ambu-bag. The device alarmed for 'low oxygen' and 'oxygen supply failed' during ventilation multiple times. The device also alarmed for 'high minute volume', 'low minute volume', 'high pressure', and 'low pressure' several times. No tf/te appeared in device logs. A need for medical intervention was reported. Staff intervention was necessary; an ambu-bag and a second ventilator were also used. No delay in treatment was reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following description of the incident: the hamilton-t1 ventilator device failed to ventilate an intubated adult patient. With the ventilator device set on synchronized intermittent mandatory ventilation (simv) modus, the patient was found hypoxic during ventilation, desaturated to 78% and went into respiratory arrest three times. The patient was off and on ventilated with a manual ambu-bag. The device alarmed for 'low oxygen' and 'oxygen supply failed' during ventilation multiple times. The device also alarmed for 'high minute volume', 'low minute volume', 'high pressure', and 'low pressure' several times. No tf/te appeared in device logs. A need for medical intervention was reported. Staff intervention was necessary; an ambu-bag and a second ventilator were also used. - no delay in treatment was reported. The investigation is still ongoing.